Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed on a remote transmission. Increased pacing lead impedance, a significant drop in r-wave amplitude and oversensing were noted. Chest x-ray revealed lead had pulled back. The lead was explanted and replaced. The procedure went well and patient was fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.